Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed. The field service engineer confirmed that there was no issue. The system functioned as intended.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed and causing 20-minutes delay. The customer added that they were unable to retrieve percocet 5mgs medication to the patient. However, there were no adverse events or injuries reported based on this event.